Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, hardware failure and the device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer hardware was failed, and it was not detected on bus. The field service engineer (fse) had investigated an issue in auxiliary drawer 6 where cubies in row b and row c were not being detected on the bus. The fse reseated the row board cable on each tray and ensured all drawer board components were properly reseated. Additionally, the pyxis bus cable was reseated. The station was rebooted, and upon restart, the hardware recovered successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, hardware failure and the device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.